Event description:
The customer reported that the sys failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The workstation cpu assembly was evaluated and identified as requiring replacement. The customer refused further svc. No conclusion can be drawn as sys analysis or repair information is unavailable at this time and no add'l svc info was provided.